Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 33 mg/dl at 8:49 pm and 67 mg/dl at 8:50 pm. She drank some orange juice. A same system retest result at 8:52 was 83 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.